Manufacturer narrative:
D9: updated devices return information.

Manufacturer narrative:
Corrected information has been provided in d4 (primary UDI number).

Manufacturer narrative:
D4. Serial corrected. H6. Medical device problem code a0501 removed.

Event description:
Clinical narrative: a 66-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage c was supported with an impella 5.5 device, implanted percutaneously via the right femoral artery on (B)(6) 2026 at 09:15. On (B)(6) 2026, the hospital reported that the pump had stopped following a ventricular fibrillation cardiac arrest event. During troubleshooting, it was noted that the catheter at the red impella plug connection was broken/pulled apart, and the purge line was also observed to be separated. Attempts to resolve the issue, including pump reconnection and aic replacement, were unsuccessful. The impella 5.5 was explanted at 14:45 and replaced with a new impella 5.5 device via a surgically placed right axillary/subclavian arterial approach at 15:01, with successful placement and continuation of mechanical circulatory support. Based on the available information, the event involved a pump stoppage associated with physical separation/breakage of the catheter and purge line following patient movement during a cardiac arrest, resulting in removal and replacement of the impella 5.5 device; the patient survived and continued on support with a newly implanted device. The impella 5.5 will be reported for hemodynamic instability due to pump stop and temporary hemodynamic support interruption during the exchange.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.